Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00709, 0002648920-2018-00710, 0001822565-2018-05371, 0002648920-2019-00364, and 0001822565-2019-01546. This event was previously sent under medwatch number 0001822565-2018-05372, which is an incorrect MFR number. It will now be sent under 0002648920-2019-00364. Concomitant medical products: tibial component stemmed precoat catalog#: 00598003701 lot#: 63522866, all poly patella size 29 mm dia. Standard 8.0 mm thickness catalog#: 00597206529 lot#: 63378476, femoral component option for cemented use only size d left catalog#: 00576401451 lot#: 61333084, palacos rg 1x40 single catalog#: 00111314001 lot#: 85184570. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, patient reports experiencing pain, swelling, and possible loosening. No revision procedure has been reported.